Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported patient attended for chemotherapy. PICC bled and flushed prior to usage no issues, dressing intact. Premeds given, pre PICC visual check taken prior to starting chemo, dressing wet with rose colored fluid. Chemo not started, dressing changed to dry dressing and line fluid challenged leakage visibly seen. There was no injury or harm to the patient in relation to this incident. The line was removed and to be replace if there are still remaining treatment that the patient needed.